Event description:
Three days after cypher stent implantation, the pt had a sub acute thrombosis (sat) while still in the hospital. The sat was successfully treated with intravascular ultrasound (ivus), which demonstrated a lesion proximal, calcified (described as a 180-degree arc), underdeployed segment of the previously placed cypher stent. The lesion and sat were successfully treated with balloon angioplasty. The pt was discharged in stable condition. The pt's discharge diagnosis were acute myocardial infarction (ami). The pt's post-procedure antiplatelet therapy was reported to be: plavix 300 mg, and aspirin 75 mg/day. The pt was reported to be compliant as pt was still in the hospital.